Event description:
An achieva ventilator did not generate a low pressure alarm when a disconnect occurred. It was determined the clinician had inappropriately set the low pressure alarm threshold for the patient circuit configuration. The clinician was inserviced as to correctly setting the alarm thresholds and there was no deverse clinical effect to the patient.